Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia with blood glucose value of 44 mg/dl. The customer¿s other blood glucose level were 86 mg/dl, 241 mg/dl, 210 mg/dl, 138 mg/dl and 75 mg/dl. Customer did not receive a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.